Event description:
Reporter indicated that vns pt recently began stumbling, falling and having trouble with confusion. The pt was reportedly not seizing with these episodes. Treating neurologist made adjustments to device settings which seemed to help with the confusion, but the pt continues to have trouble with lack of coordination.